Event description:
The pt underwent a procedure to receive a permanent scs system consisting of two leads (from the same lot) and an ipg. It was reported a possible csf leak occurred during the procedure. The leads remain implanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.